Manufacturer narrative:
Serial #: in the previous report the article number 16-02-80 was stated, with an unknown serial number. Livanova deutschland learned, that the unit used at the site at the time of claimed operation was serial number (B)(4) with article number 16-02-50. This is a heater/cooler 1t, which is not marketed in USA. Serial number has been provided, therefore date of manufacturing could be evaluated. Through follow up communication, livanova deutschland learned that two devices were in use in 2015. One a competitor device and one a heater cooler 1t (article#16-02-50), which was scrapped. Furthermore, livanova deutschland learned that no lab test results are available and the device was not cleaned regularly according to the instruction for use. The hospital started to clean the device according to instruction for use only in september 2018. The device was placed inside the operation theater during use at an estimated distance between the surgery field and the device of two meters. Through follow up communication with the hospital ´casa di cura villa torri´, livanova deutschland learned that the hospital could not identify a patient described by the article. Villa torri has set up a listening point for patients following the protocol imposed by the emilia romagna region and to date all the patients who have presented themselves have been checked and visited. A review of the service history did not identify any deviations or non-conformities relevant to the reported issue. It is unlikely that a DHR review would identify any deviations or non-conformities relevant to the reported issue. This was determined when the manufacturing date and the period that the device has been in service were taken into account.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) identified an article (allarme batterio killer "tenute in attesa 12 ore alpronto soccorso", translation: killer bacteria alarm, "12 hours of waiting with my mother in the emergency room"). Which stated that a patient who underwent a surgery in 2015 might be infected with some kind of mycobacteria.